Event description:
As reported by the affiliate, the physician and scrub nurse were prepping the cypher stent outside the patient when a crack was heard; a 3-5 mm crack was noted in the luer hub of the sds. They discontinued use of the product at that point. The product was not used in the patient. As per the reporting affiliate, the facility is unwilling to provide patient or procedural information. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.